Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks due to t-wave oversensing, with a suspected supraventricular tachycardia (svt) occurring at the time. Technical services (ts) was consulted and discussed stored data. Additionally, it was noted the smart pass feature had been disabled. This device remains in service. No additional adverse patient effects were reported. Additional information received indicates this s-ICD system was explanted due to a therapy upgrade, with a transvenous system implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks due to t-wave oversensing, with a suspected supraventricular tachycardia (svt) occurring at the time. Technical services (ts) was consulted and discussed stored data. Additionally, it was noted the smart pass feature had been disabled. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks due to t-wave oversensing, with a suspected supraventricular tachycardia (svt) occurring at the time. Technical services (ts) was consulted and discussed stored data. Additionally, it was noted the smart pass feature had been disabled. This device remains in service. No additional adverse patient effects were reported. Additional information received indicates this s-ICD system was explanted due to a therapy upgrade, with a transvenous system implanted. No additional adverse patient effects were reported.